Event description:
It was reported that during a ptci procedure in a mid svg lesion, an investigational embolic protection device was being used and was advanced past the lesion. The penta was then advanced and placed across the lesion. The penta was inflated, but appeared dogboned on the cine. The balloon finally opened and the stent deployed. The balloon was deflated and the system was pulled back. The embolic protection device was then moved and it was noted that the stent appeared to have shifted forward during deployment and only the proximal half of the stent was deployed. The distal half of the stent was not deployed. The embolic protection device could not be removed. The pt was sent to surgery for emergency bypass.